Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of caesarean section ("c-section"), pregnancy with contraceptive device ("pregnancy under contraceptive device") and gestational diabetes ("gestational diabetes (insulin dependent)") in a female patient (gravida 4) who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 3 years 9 months after insertion of essure, the patient underwent caesarean section (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gestational diabetes (seriousness criterion medically significant) and depression ("serious depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the caesarean section and gestational diabetes outcome was unknown, the pregnancy with contraceptive device had resolved and the depression had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2016. The reporter considered caesarean section, depression, gestational diabetes and pregnancy with contraceptive device to be related to essure. The reporter commented: consumer stated that the pregnancy has caused serious health problems to the patient included gestational diabetes (insulin dependent) preventing her from leading a normal life during 41 weeks until the her baby was born. C-section was necessary. This situation is causing her a serious depression. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.